Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet7 kit. During the procedure, the penumbra system jet 7 reperfusion catheter (jet7) was found to be broken near the hub, but not fully detached. The jet7 was then removed and the procedure was completed using a different catheter. There was no report of an adverse effect to the patient.